Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to procedural conditions. The reported patient effect of unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced lateral to the first implanted clip. After the first grasp, a jet appeared between the posterior leaflet and the clip. The leaflet appeared to be damaged. The clip was opened and the cds removed. The procedure was aborted with the mr remaining at 4+. There was no clinically significant delay in the procedure. No additional information was provided.